Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board and software were replaced to resolve the reported issue. Customer contact reports no patient information is available. Unique identifier: (B)(4).

Event description:
The hospital reported a system shutdown resulting in the loss of mechanical ventilation. There was no report of patient injury.